Event description:
It was reported that the pt experienced a loss of therapeutic effect on the right side. Impedances of 15000-18000 ohms (when run at three volts) were also reported. Reprogramming did not resolve the issue. Add'l info has been requested from the hcp, but was not available as of the date of this report.